Event description:
It was reported that st elevation and a suspected transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. During manipulation of the was sheath, st elevation was noted. An air embolism was suspected but air was never visualized in the device or patient. The patient was placed on oxygen. The closure device was successfully implanted. Post procedure, the patient had tia symptoms but a tia was only suspected by the implanting physician. The computed tomography (CT) scan findings were normal. The arm and leg weakness the patient experienced was resolving. No additional information is known at this time.